Event description:
On (B)(6) 2013 it was reported that the vns patient was experiencing an increase in seizures that was believed to be due to the battery dying. The nurse stated that she tried to interrogate the patient¿s generator but was unable to do so. She said she changed the battery in the wand and the handheld was charged; she was able to use the programming system before this patient and afterwards with no problems. It was later reported that the assumption was that the battery had fully depleted. The last diagnostics were about a year ago, exact date unknown, and at that time diagnostics were fine. Although surgery is likely, it has not occurred to date. Review of battery longevity tables in labeling indicates that at output=2ma/frequency=30hz/pulse width=500usec/10% duty cycle (3000ohms), the device would last >6 years from beginning of life to end of service. Since this device has been set at output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min (16%duty cycle), it does not seem likely that the device has reached end of service as the generator was implanted on (B)(6) 2009.

Event description:
On (B)(6) 2013 it was reported that the patient had profound learning difficulties and cannot talk/interact therefore it is unknown if the patient feels stimulation. It was also stated that the programming system that was used on the patient is working fine. Although surgery is likely, it has not occurred to date.